Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform system 1, medwatch with identifier (B)(6) is inform system 2.

Event description:
Caller reported blood glucose results of 75 mg/dl on inform system 1, 42 mg/dl on inform system 2 within 10 minutes. Caller reported a separate comparison of 36 mg/dl on inform system 1 and a lab result of 183 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.